Event description:
The facility's biomed engineering dept reported the device had a 812:02 failure code during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.